Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube and on the seal. The loading device was not returned. The tension spring assembly, anchor tab and seal were inside of the delivery tube. The seal was cracked along the second row; it remained anchored to the tension spring assembly. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.